Event description:
It was reported that pt was being lowered on the chair and the carers were trying to attach the chassis to the chair when the chair came away from the lift arm and the pt fell to the floor. No reported injury sustained to any party.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR (B)(4) hospital equipment ab. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.